Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2003, and subsequent revision procedure was performed on (B)(6) 2009, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2003, and that a subsequent revision procedure was performed on (B)(6) 2009, due to pain and pseudocapsule with cloudy fluid present. Operative notes provided also indicated marked synovitis with slight dark staining of tissue around joint and signs of impingement on the trunnion. The shell, head and liner were removed and replaced with biomet products.

Manufacturer narrative:
This follow-up report is being filed to relay corrected data. Date explanted - product was not explanted. This report is number 1 of 4 mdrs filed for the same person (reference 1825034-2012-00962, 01226 & 2013-03932 / 03933). The previous revision procedures on (B)(6) 2012 was reported on medwatch numbers 1825034-2012-00963/00965.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-00962 / 00965). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." And number 14 states, "postoperative bone fracture and pain." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-00962-1 / 00965-1).